Manufacturer narrative:
The (B)(4) personal information protection law prevents the disclosure of patient information. Initial reporter's name and occupation was not provided. The site was contacted by a ge healthcare representative. In discussion concerning the incident, a site representative stated the esophageal perforation was caused by an operator error during the procedure. The operator did not move the probe gently and the tip of the probe was not parallel with the direction of intended insertion. There was no device malfunction. The operator has accepted full responsibility for the error during the procedure.

Event description:
It was reported that a patient experienced an esophageal perforation during a transesophageal echocardiography (tee) procedure. The patient outcome has not been disclosed by the site.